Event description:
Patient experienced weakness, pain and a small area of drainage post repair of a massive rotator cuff tear using orthadapt bioimplant (date of symptom onset not provided). The patient had exploratory surgery approximately four months post-repair. During the surgery, the rotator cuff was found to be re-ruptured and subsequently, the bioimplant was explanted. Intra-operative culture was positive for infection.

Manufacturer narrative:
The orthadapt was used to bridge a gap in a repair of a massive rotator cuff tear, an off label use. Based on the provided case information, the off label use and infection are the likely cause of the event and the repair failure. However, it is possible that the infection is secondary due to contamination from the drainage through the surgical wound after the repair failure. Neither the product nor product lot number were provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.